Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: rinato stent: 2.75 x 48 mm and 3.0 x 38 mm xience xpeditions. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat heavily calcified and 85% and 80% stenosed proximal left circumflex (lcx) and proximal left anterior descending (lad) arteries. A non-abbott guide wire was placed in the lcx and a 2.75 x 48 mm xience xpedition stent was implanted in the lcx. An extra sport guide wire was advanced to the lad and a 3.0 x 38 mm xience xpedition stent was implanted in the lad using a culotte technique. An unspecified balloon catheter was being advanced to the lesion for post-dilatation, however, it could not advance over the guide wire, through the struts of the previously placed stent. The non-abbott guide wire was used with an unspecified balloon to perform post dilatation. When the extra sport guide wire was pulled back, there was resistance and a dissection occurred from the left main to the lad, which was caused by the guiding catheter. The patient was transferred to surgery. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).